Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok had a scale marking issue. The following information was provided by the initial reporter: 2 syringes without/unclear markings.

Manufacturer narrative:
Pr (B)(4) follow up MDR for device evaluation: two photos were provided to our quality team for investigation. The photos show two syringes missing the scale marking print and only a few random ink marks presents on the syringes. Potential root cause for the scale markings missing defect is associated with the marking process. These defects are occurring below an expected rate so no corrective actions will be made at this time. Furthermore, a device history record review was completed for provided lot number 3299394. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
No additional information was provided.